Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a good depth but dislodged and severe paravalvular leak (pvl) was noted. One day post-implant, the patient underwent surgical aortic valve replacement and the transcatheter valve was explanted. The patient was reported to be recovering well. The physician reported that the patient had little calcium which may have contributed to the event. No adverse patient effects were reported.